Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery life ¿weakened¿ and the pump battery gets hot to touch when plugged into a power source to charge. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided, and customer declined troubleshooting with tandem technical support.